Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1525816 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's niece reported that on (B)(6) 2016 at 6:45 am customer received a reading of 150 mg/dl on her adc blood glucose meter which was lower than a subsequent reading of "greater than 500 mg/dl" obtained on her healthcare provider's meter at 7:45 am. Caller reported customer felt "sweaty and shaky" at the time when she received her reading at 6:45 am so she called her niece who, after contacting customer's hcp, took customer to her doctor's office. Customer was diagnosed with hyperglycemia and treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.